Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to loss of a tooth.

Event description:
The customer reported that the aligners caused pain on a tooth, developed a crack and the tooth was extracted. The customer required medical intervention and was prescribed medications to make the symptoms subside. As a result, the use of aligners was discontinued.